Event description:
The patient reported that on (B)(6) 2011, the pump became very hot; she said that she noticed the heat on her skin where the pump made contact and removed the pump immediately. The patient alleged that sparks and smoke came out of the battery compartment when she removed the battery cap. She claimed that the battery was on fire. The patient stated that the skin was red and peeled as if it was sunburned. The patient confirmed that the redness and peeling disappeared after a week of self-treatment with aloe vera gel. The patient denied cracks in the battery compartment, damage to the battery cap, or moisture in the pump prior to the event. She stated that she replaced the battery cap about two months ago and has not noticed any issues related to the cap. The patient mentioned that she swam with the pump about 5 or 6 days ago in a pool but denied moisture in the battery compartment or behind the display screen. This complaint is being reported based on the following conclusion: there is an allegation that the pump became over heated during use. Although no serious injury resulted, a patient might experience harm if the alleged malfunction were to recur.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the battery returned with the pump was visibly corroded. Visual inspection of the pump revealed a cracked battery compartment and corrosion on the battery cap and inside the battery compartment. An external power supply was used to power on the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the pump history indicated multiple 'low battery' warnings. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.